Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 33.3 mmol/l with no additional symptoms. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient self-treated the high blood glucose with insulin injection. No further information was provided regarding the cause of the patient¿s alleged serious injury. Animas customer support made several attempts to contact the reporter for additional information and troubleshooting of the pump; however, the reporter did not respond. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy associated with an inaccurate delivery issue.